Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, a 'placement signal unreliable' alarm was triggered. Support was continued, and no harm occurred to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The impella 5.5 s2 was returned for evaluation. No visible damage or issues with the pump. This confirms that there was no damage to the optical fiber resulting in loss of light. Data logs were reviewed. The root cause of the optical signal failure is unable to be determined as the failure was unable to be reproduced. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.